Event description:
The event involved a chemoclave® bag spike with additive port dry spike where it was reported debris was noticed in the plum set tubing. During a taxol infusion staff noticed a small piece of what appeared to look like a plastic tip, about the size of a small air bubble in the tubing. Since the tubing has a 0.22 micron filter and was connected to the chemotherapy, they left everything in place and continued the infusion. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device has been discarded and not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR for lot number 1004600 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.